Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia agar with 5% sheep blood catalog number 221165 which is a preamendment device. Investigation summary: the complaint was confirmed as the reported defect on a picture. It seemed like contamination from photo, but we did not receive returned sample. A customer report is not required, and it is known defect and the trend has not shown a remarkable rise, so we decided that further investigations is not necessary. We will continue to monitor the trend this issue.

Event description:
It was reported that while using plate columbia agar 5% sb 20 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about contamination of the media."